Event description:
The user facility placed the order for integra artificial skin in 2004 for delivery the following day, for a surgical procedure. The order did not arrive at the user facility two days later. The device did not arrive on time for the surgical procedure.

Manufacturer narrative:
Although no device malfunction or patient injury was reported. This shipment did not arrive on time for the scheduled surgical procedure.